Manufacturer narrative:
Block b3: exact date unknown, event occurred in early (B)(6) 2024. Additional suspect medical device component involved in the event: product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 20369419.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent an explant procedure wherein the lead extensions were removed. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.